Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: a review of the black box showed multiple consecutive unexplained power on reset events. The battery compartment was undamaged. The battery cap was returned and a test battery cap fit securely to the pump. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find moisture corrosion on the keypad flex connector and to the power printed circuit board. The intermittent power complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.